Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no device history record available, as the receiver was discarded and the sn is not available. Clinical conclusion: it has been reported that on 14aug2024 the right receiver has broken while in the user's ear. There is no indication from the user's records that the receiver required removal or that the user was harmed from the incident. User did not seek medical attention for the incident. The same user has had the same happen on the right receiver later in september. Clinical conclusion is that the detached receiver has not caused harm to the user. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register trended case device investigation findings:adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It has been reported that the left receiver broke on (B)(6) 2024. The receiver broke in the user's ear there is no indication in the user's file that the receiver required removal. No harm or injury following the incident. No further follow up information expected.